Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water supply hose missing black sleeves to secure tubing to filter luers, debris buildup in the water filter. Damaged water flow control on the handpiece cable.

Event description:
While using a g131 scaler, there was no water flow and the unit was overheating; no injury resulted.